Manufacturer narrative:
No audio/beep/vibrate anomaly noted. Device alarmed a broken force sensor was detected during seating or regular delivery during rewind due to motor encoder signal out of phase. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify prime/fill anomaly due to a broken force sensor was detected during seating or regular delivery alarms.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was squirting insulin during the manual prime process. The customer¿s blood glucose was 200 mg/dl at the time of incident. The customer stated that the insulin continues to drip after motor stops during the manual prime process. Customer stated that they are unable to exit the preparing to prime loop. Customer stated that they did not receive 2nd series of beeps nor did numbers appear on the screen. Advised customer the insulin pump will need to be replaced and customer to revert to back up plan. The insulin pump will be returned for analysis.